Event description:
Event description on 3/12/96, cpi received information from product engineering that this ventak mini implantable cardioverter defibrillator (ICD) has been identified as possibly containing residual gases (argon and helium). Note: this event was reported after review of records showed that the event had not been reported earlier. On 2/23/98, cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated after performing a manual capacitor reformation. Cpi's technical services recommended immediate replacement of the ICD.